Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-28, lot # va022qa, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type lead. (B)(4).

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a change in therapy regarding her previous implant. The patient stated that she thought the battery might be low based on what she was experiencing, but her healthcare provider (hcp) determined that the lead had migrated. The lead was replaced at a later date along with the ins as the battery was nearing depletion. Patient status is unknown at the time of this report, but no issues following surgery were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.